Manufacturer narrative:
The insulin pump had minor scratches on the display window, a scratched case, cracked battery tube threads, a broken belt clip slot and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has ben returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer requested to have his insulin pump exchanged after receiving a safety notification on the scroll feature on his insulin pump.